Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t.w. Power supply device, wouldn't turn on, there was no power. A replacement device was used to complete the procedure; however, the same cords were used. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the power supply cord was not returned. Scratches and cracks were observed on power supply. A pre-cautery test was performed on the device with a reference power supply cord and hemopro tool. The device did not pass the pre-cautery test; the green indicators lights did not turn output voltage was 0 dc volts. ((B)(4)). While we cannot conclusively determine; this failure is consistent with handling damage, as stated on the IFU "do not drop the power supply". The mfg day on the power supply was march 2010. Based upon these findings, the reported complaint was confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4)